Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for es sential tremor. The rep reported that they could not get more than 2 coupling boxes and that it took the patient 4 hours to charge 25%. The rep reported trying the patient's recharger and the rep's recharger but both were unable to get more than 2 coupling boxes. The rep reported that the patient's ins was "superficial" and as such, they were surprised at the poor coupling. An x-ray was recommended to confirm the orientation of the ins. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient was scheduled for a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. X-rays were taken of the device and it was determined to be flipped. It was stated that they were going to try to flip it because the patient was has a little bit of pain. The patient¿s surgeon was going to decide the next step.